Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced a breach in aseptic technique which resulted in peritonitis that was manifested by cloudy effluent and abdominal pain. The breach in aseptic technique was described as due to "possible manual (hand) contamination". On the same day as the event onset, the patient was hospitalized and was treated with ceftriaxone (1g, once a day, infusion rate at 1 hour, for five days and route not reported) for probabilistic treatment. Six days after the event onset, the patient was treated with bactrim (800/160, twice a day, for 10 days and route was not reported). Six days after hospitalization, the patient was discharged. Fifteen days after the event onset, the patient was recovered from the event. Pd therapy was ongoing. It was reported that the patient 's nurse was retrained on the proper aseptic technique. No additional information is available.